Event description:
It was reported that a neurologist was having problems with a programming system. A company representative was informed by the site that the handheld computer was freezing during the interrogation and diagnostics screen; pulling and re-seating the flashcard resolved the issue and a new programming system was sent to the site. At the moment, good faith attempts to obtain product return have been unsuccessful to date.